Manufacturer narrative:
The product was received on october 3, 2016 and is pending evaluation. Additional information was received october 5, 2016 and has been added to the event description. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
As reported, after delivery to the lesion, the 90 cm. Saber 3 mm. X 2 cm. Balloon catheter (bc) could not inflate under applied pressure, and when removed from the patient, confirmed some blood and some contrast media leaked out from the junction of the balloon and the shaft. There was no reported patient injury. It was unknown how the procedure was completed, but it was finished successfully. The patient&#62688;history is unknown, as well as the target lesion and rate of stenosis. The product was clinically used, and will be returned for analysis. It was reported that this product problem was encountered three times previously. Additional information has been received. The product was removed intact (in one piece) from the patient. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The following information was reported as unknown: was there any other product issue noted either at the account, after the procedure, or prior to shipping for inspection; when this product problem was encountered previously, was it with the same brand device; were these times reported to cordis personnel to investigate as complaints; what contrast media was used; what was the contrast to saline ratio; what type and brand of inflation device was used; was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon inflate normally; what was the maximum inflation pressure; was the balloon catheter removed easily; if there was resistance/friction with other devices, which device(s).

Manufacturer narrative:
The device will be returned for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after delivery to the lesion, the 90 cm. Saber 3 mm. X 2 cm. Balloon catheter (bc) could not inflate under applied pressure, and when removed from the patient, confirmed some blood and some contrast media leaked out from the junction of the balloon and the shaft. There was no reported patient injury. It was unknown how the procedure was completed, but it was finished successfully. The patient¿s history is unknown, as well as the target lesion and rate of stenosis. The product was clinically used, and will be returned for analysis. It was reported that this product problem was encountered three times previously. Additional information has been requested.

Manufacturer narrative:
Complaint conclusion- after delivery to the lesion, the 90 cm. Saber 3 mm. X 2 cm. Balloon catheter (bc) could not inflate under applied pressure, and when removed from the patient, confirmed some blood and some contrast media leaked out from the junction of the balloon and the shaft. There was no reported patient injury. It was unknown how the procedure was completed, but it was finished successfully. The patient¿s history is unknown, as well as the target lesion and rate of stenosis. It was reported that this product problem was encountered three times previously. The product was removed intact (in one piece) from the patient. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The following information was reported as unknown: was there any other product issue noted either at the account, after the procedure, or prior to shipping for inspection; when this product problem was encountered previously, was it with the same brand device; were these times reported to cordis personnel to investigate as complaints; what contrast media was used; what was the contrast to saline ratio; what type and brand of inflation device was used; was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon inflate normally; what was the maximum inflation pressure; was the balloon catheter removed easily; if there was resistance/friction with other devices, which device(s). The product was returned for analysis. One non-sterile unit of saber 3mm x 2cm 90cm bc was returned. Per visual analysis the balloon had been inflated and deflated. No other issues were noted. Per functional analysis a leak test was performed and a leakage was found on the balloon. No leakage was found on the pta catheter body. Per microscopic analysis a pinhole was noted on the proximal section of the balloon. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the balloon pinhole. The internal surface and distal marker band did not reveal any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17098706 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon ¿ leakage ¿ during positive pressure¿ was confirmed through analysis of the returned device. The exact cause of the pinhole could not be determined during analysis. Based on the information available for review, vessel characteristics (although unknown) may have contributed to the pinhole as evidenced by abrasions and scratches noted on the outer surface during analysis. The exact cause of the pinhole could not be determined during analysis. The reported ¿body/shaft ¿ leakage during use¿ was not confirmed through analysis of the returned device as no leakage was found on the catheter shaft. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR review, the procedure films nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.